Event description:
It was reported that the patient passed away from pulseless electrical arrest (pea).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient outcome and heartmate 3 left ventricular assist system (lvas), serial number (B)(4), cannot be conclusively determined through this evaluation. The patient was implanted with heartmate 3 lvas, serial number (B)(4), on (B)(6) 2022. On (B)(6) 2022 the patient expired due to pulseless electrical activity (pea). No alarms, clinical symptoms, or device-related issues were reported in association with the event. Heartmate 3 lvas, serial number (B)(4), was not returned for evaluation. Additional information regarding the event, including product return requests, were sent to the account; however, no further information has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.